Event description:
Patient reported experiencing elevated blood glucose levels up to 500 mg/dl since (B)(6) 2014. Patient's normal blood glucose level was not provided. Patient alleges the infusion device delivers too low insulin. Patient reported taking correction via the infusion device is not successful; with pen is successful. No further information was provided. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).